Event description:
The pre-connected closed system foley catheters are not draining appropriately. It appears the tubing is the source of the problem. When tested by infectious diseases, the tubing looped over itself, causing the water being run through the system not to drain. Once the tubing was straightened out, the system drained appropriately. One of the nurses said that a patient had an ultrasound and was found to have 700 cc's of urine in the bladder despite having one of these foleys in place. The staff expressed concern about the potential for uti's and bladder injuries caused by the system not draining properly.